Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline poorly opened distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery segment with a max diameter of 5.5mm and a 3.4mm neck diameter. The landing zone was 3.3mm distally and 4.2mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was normal. It was reported that when the surgeon deployed the stent, the distal end did not open well. After re-deployment according to the standard operation, it was opened a little, but it was still difficult to be opened. After operating with patience, the tip of the stent was opened, and then the surgeon continued deploying the stent. After the deployment was completed, the catheter and push rod were slowly withdrawn. During the postoperative angiography, the surgeon found that the distal end of the stent shortened and slipped. The surgeon complained that the stent did not open well. Because the stent had been implanted and could not be removed, only the push rod of the complaint product was retrieved, the stent was still in the patient's body. The pipeline was not placed in a bend. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other device required to open the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the poor opening, shortening, and slipping was not determined. Actions taken to try to resolve the poor opening and shortening were to retract twice and adjust the small wings at the tip end to open the stent. The pipeline was not implanted at the intended location.

Manufacturer narrative:
Product analysis: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient did not receive any other surgical interventions on the day of the operation. It was noted that it is unclear whether the patient will receive any medical/surgical intervention at other times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.